Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not provided. Reportedly, the customer did not address their bg with treatment. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.